Manufacturer narrative:
(B)(4). The reported condition was not confirmed due to lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Use error was reported (the drain line was submerged in the toilet). The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a check heater line alarm that appeared on the home choice (hc) during fill 1 of 4. (B)(4) had the home patient (hp) pull down on the lines, re-break the frangibles, move the clamps, rub the lines, check the drain line for kinks or closed clamps, take the end of the drain line out of the toilet water, flip the bag, and then press "go". The alarm repeated. (B)(4) had the hp disconnect the drain line extension and press "go". The alarm repeated. (B)(4) recommended that the hp end therapy and start over with new supplies. (B)(4) then walked the hp through the ending therapy early procedure. The hp ended therapy and would start over with new supplies. Product surveillance spoke with the patient who explained that she did not see anything unusual with the supplies. The patient was able to provide the lot information. The patient stated that after she changed out the supplies, she was able to resume therapy successfully. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.